Manufacturer narrative:
The calibration and qc recovery data provided were acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed a sample clot detection alarm and two sample short alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patient samples on a cobas e 801 module. The initial troponin result was 207 ng/l. A second sample that was collected at the same time as the first sample was tested and the troponin result was 5.37 ng/l. The second sample was repeated again and the result matched the first result. The initial result was reported outside of the laboratory. The repeat results from the second sample were deemed correct. The analyzer serial number is (B)(4).